Manufacturer narrative:
(B)(4). Date sent: 11/28/2022. Per photographic evaluation: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a piece of tissue with a staple line and some protruding staple legs were noted in the tissue. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hartman procedure, the device only formed staples halfway. The end staples were left unformed. The knife worked as normal. There was no delay to the surgery. A new stapler was opened for a second and third firing. No fragments were generated. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023.